Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for malignant pain. It was reported that patient yesterday (B)(6) 2018 his dr had to drain the pump and refill it because the amount was wrong. No further complications were reported.